Event description:
The customer reported that their gcx mount is loose and rocks back and forth and they are unable to tighten it.

Manufacturer narrative:
Philips considers, per information received at the factory in 2008, that this customer report represents an instance of the philips malfunction resolved (copy is attached) as reported to the FDA in 2008. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.